Event description:
The customer stated that she accidentally primed the insulin pump while it was connected to her body. Subsequently, she was treated by paramedics for hypoglycemia. During the phone call, the customer stated that she may have again accidentally primed insulin into her body. The customer reported that her blood glucose reading was 52 mg/dl. The customer stated that during priming, the insulin pump alarmed no reservoir. The customer was with her husband and treated her blood glucose with food and orange juice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information wil follow once the analysis has been completed.